Event description:
The customer reported that there was an "audio error" on the display. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.